Manufacturer narrative:
It was indicated the lead was discarded at the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was being revised as all the slack was removed. Once slack was added, low amplitude measurements observed. Attempts to reposition the ra lead were unsuccessful due to helix extension/retraction issues. A new ra lead was implanted. No additional adverse patient effects were reported.